Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to ketoacidosis high blood glucose and also had failed battery test. Time and date of hospitalization mentioned was : (B)(6) 2018 at 10:20pm. The customer was admitted to hospital. The customer was wearing the insulin pump during the hospitalization. Customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.